Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4024-52 lead 1999-(B)(6). (B)(4).

Event description:
It was reported that during a device follow-up, according to the lead alert trend data, the right atrial (ra) lead showed there was a lead polarity switch several years ago and the trend shows over 121,000 values of high impedance, and approximately 12, 000 values of low impedance. The lead was reprogrammed unipolar and attempted to go unipolar sensing however, there was oversensing with movement. The physician decided to leave the patient in bipolar sensing. The patient was sent to have a chest x-ray and will be seen in the clinic in one month. The lead remains in use. No patient complications have been reported as a result of this event.